Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the embedded serializer for master (esm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The esm was analyzed but the reported failure could not be replicate. This unit was installed into the test system and running sheath circuit test, shield overcurrent test, sheath defect test, cord & neutral pad connection test, 10 power cycles. However, the front enclosure of the esm will be replaced for precaution. The complaint was not confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the monopolar energy was not working. Site cycled energy shield monitor circuit breaker before calling however the energy shield monitor stopped working completely after circuit breaker was turned off. Site cycled system power, disengaged and re-engaged sterile adapters and instruments however the yellow led for monopolar cord was present. Site attempted three different monopolar instrument cords and 2 different monopolar curved scissors instruments. Surgeon is unable to troubleshoot further and converted to lap. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the nursing care coordinator and obtained the following additional information: the customer noted the procedure was never converted and was continued with the robot until the end without using a monopolar instrument, however, the bipolar instrument was used. No additional port was needed since there was no conversion with no reported patient injury.